Event description:
Pt was treated surgically for the removal of a large meningioma of the brain. Duragen was used as an on-lay graft to repair the defect in the dura mater resulting from surgery. Five days after the surgery a cerebro spinal fluid leak was diagnosed. Upon re-operation the surgeon reported that the in-growth of fibroblasts could not be visualized. Product was replaced with another dural replacement product.